Manufacturer narrative:
The customer reported that the touchscreen was replaced, and calibrated. The issue was resolved, and the device was returned to service.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was unresponsive. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 touchscreen was unresponsive in some areas, and the touchscreen calibration had failed. It was reported that the screen was clean and that there no evidence of impact damage. The customer requested and was provided with the part number for the touchscreen.

Manufacturer narrative:
The suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the touch screen flex circuit failed required resistance testing. The high out of spec resistance results are the reason for the touch screen functional issue and the reason for the confirmed touch screen accusation. The touch screen failure is due to high and out of spec resistance measurements noted on the flex screen portion of the touch screen."